Manufacturer narrative:
Investigation is ongoing. Visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. The cartridge was not returned.

Event description:
A silicone lens model aa4204vf was damaged while advancing. The lens was not fully implanted and there was no pt injury. The facility stated it is unk if a product malfunction occurred. An mtc60c cartridge was used and the lot number is unk. Also, the model and lot number for the injector is unk.